Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device: unknown,physician indicated that it was malpositioned in the fallopian tubes/right essure coil appears to be malpositioned.'), pregnancy with contraceptive device ('pregnancy (no complications)') and caesarean section ('c section') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, miscarriage, vacuum extractor delivery and heavy periods. Impression: there are two essure coil is seen to the right and left of midline at the same height and pelvis. There exact position in relation to the fallopian tubes cannot be determined by this plain film. If there is a need to know, a CT scan would be the study of choice. Remainder of the exam is normal. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included postpartum depression, unilateral leg swelling, rash over arms, weight gain, mood swings, right lower quadrant pain and pelvic pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and rash generalised ("rashes or skin conditions-type: rashes on different parts of body") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device and caesarean section outcome was unknown, the migraine and headache was resolving and the vaginal haemorrhage, menorrhagia, alopecia and rash generalised had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the children's health. The caesarean delivery occurred on (B)(6) 2016. The reporter considered alopecia, caesarean section, device dislocation, headache, menorrhagia, migraine, pregnancy with contraceptive device, rash generalised and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: was told that the essure was correctly in place. Tubes are blocked. Ultrasound scan vagina - on an unknown date: the essure devices appear to appropriately position on this study. Please note hysterosalpingogram is better for evaluating tubal occlusive devices. The uterus, endometrium and adnexa appear normal.. Concerning the injuries reported in this case the following events were confirmed via patients medical records: menorrhagia, the right essure coil appears to be malpositioned (device dislocation). Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received : previously reported event "injury nos" was deleted and was updated to more specified events. Following events were added: abnormal bleeding(vaginal, menorrhagia), pregnancy (no complications), hair loss, rashes on different parts of body, migration of essure device-location of device: unknown, physician indicated that it was malpositioned in the fallopian tubes, c section. Reporter information added. Medical history and concomitant conditions added. Historical drug added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.